Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. In addition, it was noted that the keypad appeared to be thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up #2 date of submission 06/15/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/30/2015 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be torn between the down arrow and ok keypad buttons. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The contrast keypad button was also completely unresponsive. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked, and the top of the battery cap was worn.